Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Regulatory manufacturer report number: 1627487-2021-15666. It was reported the patient previously experienced a fall at an unknown date. Diagnostics shows that both the leads were fractured. As a result, the patient underwent surgical intervention on (B)(6) 2021, wherein only the leads were explanted and replaced to address the issue. Effective therapy established post operatively.